Event description:
A nurse reported there was leak of balanced salt solution (bss) noted from the posterior part of the cassette during a procedure. Three units could not be primed. A second system was used to complete the procedure following an hour delay. There was no pt impact reported. There have been multiple attempts to retrieve additional info but none has been received to date.

Manufacturer narrative:
Investigation including root case analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).